Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone.

Manufacturer narrative:
The caller reported that the "no audio" was isolated to the main pcb. The caller has elected to return the device for further investigation/service repair.